Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting health effect clinical (B)(4). Pentax medical has not received any further information for this event, and therefore, considers this medwatch report closed.

Event description:
Pentax was made aware of a complaint on 04-mar-2020 of "brush stuck/broken in channel" involving the pentax medical video bronchoscope, model eb-1170k, serial number (B)(4). The end user responded via email to customer service on 06-mar-2020, stating that "it did not occur during a procedure it happened in reprocessing." No patient involvement. The customer owned bronchoscope was returned for evaluation on 10-mar-2020. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found an "accessory stuck in primary operational channel" confirming the customer's complaint and documenting the following additional findings on 12-mar-2020: passed wet leak test, passed dry leak test. The device underwent repairs including the following components: o-rings and seals, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). On 09-nov-2020, a device history record(DHR) review for model eb-1170k, serial number (B)(4) was performed under ivai-20-110025, the DHR review confirmed the endoscope was manufactured on 23-dec-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-dec-2014. Pentax medical model eb-1170k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 31-dec-2014. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction, which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The bronchoscope was delivered to the customer on 18-mar-2020 under delivery order (B)(4).